Event description:
It was reported that the patient came into contact with a high magnitude magnet at the library. The patient was literally backed inches away from it and was unsure if their leads moved. Since the contact with the magnet, the patient was unable to feel most of her left leg, their back was killing them, and the implantable neurostimulator (ins) pocket site was extremely sensitive to the touch. The patient also had to use a walker or cane to walk. The patient had scheduled an appointment with a new doctor to discuss their symptoms. No further follow-up is possible because no contact information was available.

Manufacturer narrative:
(B)(4).